Event description:
Caller reported an alarm issue with the tandem mobi cartridge during the loading process. There was no adverse impact to the customer's blood glucose level. Despite no previous reports of specific cartridge alarms with this pump, ongoing issues with consecutive cartridges were noted, and technical support confirmed that the customer was already being issued a replacement pump.